Event description:
It was reported that a large volume infusor overinfused during patient infusion. The reporter did not specify the expected infusion time or fill volume. There was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from october 3, 2012 to october 4, 2012. The device was not received; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.